Event description:
It was reported that an unknown 25mm aortic valve was disabled after an unknown implant duration due to stenosis. The valve in valve procedure was completed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a 25mm 2700tfx aortic valve was disabled after an implant duration of 14 years, 10 months due to stenosis. The patient presented with shortness of breath. The valve in valve procedure was completed with a 26mm 9750tfx transcatheter valve and patient was stable at the end of the procedure.